Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized from (B)(6) 2025 to (B)(6) 2025 due to hyperglycemia event. No further information available.